Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huat2673 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per medwatch report, it was reported by facility that the central line was placed without complication. The line was able to flush prior to discharge from the hospital. After the patient was discharged, the patient's family member reported that he was not able to flush the line and that it was leaking. The patient returned to the emergency center. It was stated that the healthcare providers were not able to flush or draw back on line. Tpa was attempted, but the line was still not able to be flushed. The line was removed and replaced with cook tpn single lumen catheter.